Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an MRI back in (B)(6) of 2017. It was reported that they mentioned that they were having a little pain in the area where the lead was located. It was reported that the rep met with the patient and performed an impedance check and electrodes 0, 1, 2, 4, 6 were all high and showed impedances of over 10,000 ohms. An image of the impedance readings were received showing the high impedances. It was reported that the rep reprogrammed the patient using only the electrodes that were within normal range. It was stated it was unknown if the issue was resolved at the time of the report, but that the rep would follow-up with more information. No surgical intervention occurred or was planned. It was reported the event occurred on (B)(6) 2017. The patient¿s weight was asked but would not be made available. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and health care provider (hcp) via a manufacturer representative on 2018-feb-20 reported that the patient felt that they still had pain in their back where the lead was located. The patient would turn off stimulation for certain periods of time and felt like that did not make a difference. The patient still felt pain in their back when the stimulator was turned off. Impedances were still the same and no further actions would be taken at the time of the report. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the rep met with the patient and did another impedance check. Electrodes 0,1,2,3,4,6 are all greater than 10,000. Manufacturing representative (rep) was able to program her battery using the electrodes that were within normal ranger and give her parenthesis where her pain is located. No patient symptoms or complications were reported in this event.